Event description:
This lv lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2014 due to lead having no capture at maximum outputs in both bipolar and unipolar configurations. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).